Manufacturer narrative:
Crm_reg_inquiry@abbott.com

Event description:
New information noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker went into backup vvi mode. The pacemaker was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the pacemaker went into back up mode. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.